Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing over. A technical support specialist (tss) ran the downtime query and verified that there were no delays on the cce. The tss ran another query to confirm that the es server was receiving current messages and was able to log in to pes and execute a report but could not open hsv. The tss logged into a sample device to verify it was not in disconnected mode. After further checking, the tss found that the server certificates were expired and created a self signed certificate temporarily so the customer could use pes and run reports without issues. The tss provided them with the certificate signing request (csr). They planned to send the csr to iest for signing, and once the signed certificate was returned, they would notify the specialist to proceed with installing the certificates on the servers. The tss enabling services on the decommissioned server may cause data to cross over to the wrong environment, which could lead to transaction issues. Once reboot was done on server, orders were crossing to the station. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the orders were not crossing over and unable to access the server. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.